Event description:
It was reported that the vacuum module wouldn't reach 25mmhg even with unit set to full vacuum. The customer also reported that they suspect the unit is hurting the pts because two pts expressed discomfort during the procedure. The customer wants the unit to be evaluated and is requesting a loaner.